Event description:
Same cases as MDR ID 2134265-2013-08294, 2134265-2013-08299. It was reported that an automatic pullback failure occurred. During the procedure, the catheter would not pull back when the auto imaging function was activated. The procedure was completed with the same catheter. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Mdu5 ¿ s/n: (B)(4) is the ilab component this complaint is referring to. Device evaluated by manufacturer: afunctional examination could not reproduce the complaint issue. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-infor 4 hrs. The DHR review has been completed; no issues in the DHR were found that would have led to reported failure. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an automatic pullback failure occurred. During the procedure, the catheter would not pull back when the auto imaging function was activated. The procedure was completed with the same catheter. No patient complications reported.